Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the scabs were noted on the ends of the patient's scabs. When the skin was moved from the scab, a hole was revealed. The patient was admitted. The whole implantable cardioverter defibrillator system was explanted due to the infection. No further information was available.

Event description:
New information received on (B)(6) 2017 stated that the patient's pocket incision was opened and the device was exposed with yellow drainage. The patient was stable throughout the whole explant procedure.